Event description:
When the physician lifted the knife making the initial incision, it was noted that the blade was missing. The c-arm was used to locate the blade and remove it from the pt. On close examination, it was discovered that the part of the knife handle that locks the blade in place was worn and would not hold the blade when pressure was applied to it.